Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-aug-2019 with the following findings: a review of the pump¿s black box showed multiple call service 052 alarms in pump history. During testing, the pump was powered on to the verify screen with audio tones and vibrations functional. The pump was exercised for 12 hours with no call service alarms occurring. The complaint of a call service alarm issue was shown in the pump history but was not duplicated during investigation. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.